Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the rv- seal plug was missing; however all other seal plugs were intact. Analysis determined that the rv- retainer ring was pushed out by the setscrew when it was backed into the ring. The top portion of the rv- screw¿s hex slot was found to be rounded. The interrogated battery status was elective replacement time (ert). The exact date that ert was first set could not be determined due to a device reset that occurred at or post explant. Analysis determined that the damage to the rv- setscrew was induced during the explant procedure.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion the right ventricular (rv) lead became stuck in the header of the pacemaker as the physician experienced difficulty loosening the rv setscrew. After using mineral oil the lead was successfully removed and able to be inserted into the new device. The pacemaker was explanted as planned and no adverse patient effects were reported.